Event description:
It was reported that during a distal left anterior descending artery interventional procedure, a balance middleweight (bmw) elite guide wire was advanced to the chronic totally occluded lesion. A non-abbott micro catheter was advanced over the bmw and there was resistance met with the bmw, both during advancement and during removal. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and the reported difficulty positioning and removing the guide wire/resistance was not confirmed via returned device analysis. Based on visual inspection, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.